Event description:
After nearly 12 1/2 years of successful cochlear implant use, this pt reportedly developed multiple electrode anomalies and was receiving little benefit from his device. The health care professionals decided to explant the device. Explantation/reimplantable surgery was successfully completed in 2005.